Event description:
Blood chamber leak during dialysis.

Manufacturer narrative:
Conclusion: the lens defects were simply blemishes, or surface defects and were readily apparent under the microscope. However, an anomaly was noted on the outer edge of the lens. The color was slightly different in a small area of the body near the edge of the lens. The measurements, when compared to the average of the chambers from the 6 lots, were slightly larger indicating a possibility of an improper weld. The measurements are noted on the attached spread sheet. Pressure testing proved negative as leak(s) were found as reported. It is a necessity to send the subject chamber to medica for root cause analysis. Hema metrics personnel can only note that a leak occurred due to a faulty weld. It is above and beyond the capability of hema metrics personnel to determine the root cause of the bad weld. An e-mail was sent to medica requesting the subject analysis be performed at medica and reported to hema metrics.